Manufacturer narrative:
Results: the smart coil pusher assembly was severely tangled together. The pet lock was broken on the proximal end of the pusher assembly, the pull wire was completely retracted out of its distal detachment tip (ddt), and the embolization coil was detached from its pusher assembly. The smart coil was damaged and, therefore, could not be functionally tested. Conclusions: evaluation of the returned smart coil revealed the pet lock was broken and the embolization coil was detached. A broken pet lock indicates that an attempt was made to detach the coil using a handle and would indicate the pull wire was retracted from the ddt. If the patient anatomy is tortuous or the pusher assembly is kinked, difficulty may be experienced when attempting to detach the coil. Based on the returned condition of the pusher assembly and the embolization coil being implanted, the root cause of the reported detachment issue could not be determined. A demonstration smart coil was advanced through the returned non-penumbra microcatheter and out of the distal tip without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01581.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil handle (handle) and penumbra smart coils (smart coils). During the procedure, the physician advanced a smart coil in the target vessel using a non-penumbra microcatheter and used a handle to detach it; however, the smart coil failed to detach. The physician then manually attempted to detach to smart coil but it still would not detach without some struggle. Subsequently, the smart coil detached. The procedure was completed using additional smart coils, the same handle and microcatheter. There was no report of an adverse effect to the patient.